Event description:
In 2009, the patient's husband stated that the patient experienced an air bubble in the insulin cartridge of the infusion device. She discovered the air bubble when she disconnected from the infusion device to shower. She stated that she tapped the infusion device to remove the air bubble but she did not perform a prime. The insulin cartridge had been in use for 3 days. Prior to the report the patient's blood glucose was elevated to 207 mg/dl. Her normal blood glucose range is 120-130 mg/dl. The patient inserted a new insulin cartridge. The patient's husband called back in the next day, and stated that the patient's most recent blood glucose reading was 145 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged insulin cartridge was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.